Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome. Additional information was received stating the patient is unable to read at near.

Manufacturer narrative:
The customer indicated the use of an approved cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).